Event description:
A (B)(6) male pt contacted zoll customer support to report a problem with the power brick connector on his battery charger. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger power connector problem) has been confirmed. Upon investigation, the battery charger would not power on. The cause was a defective connector on the power supply brick that plugs into the charger. The metal sleeve on the connector was bent. The root cause of the bent connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged connector. The pt was provided with a replacement charger.